Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a cgm accuracy issue 4 days after the sensor was inserted into the abdomen. On (B)(6) 2024, it was reported the patient passed out and had a seizure. The patient¿s spouse brought her to the emergency room (ER). No treatment was provided to the patient while at home. At the emergency room, the patient¿s cgm was reading 150 mg/dl and the bg meter was reading 55 mg/dl. At the emergency room, the patient was treated with 50 ml of IV d50 (dextrose). The patient was discharged home the following day on (B)(6) 2024. The patient was still recovering at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.